Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a hospitalization event for high blood glucose. The customer stated she was feeling sick with a headache and had a tingling sensation in her arm prior to being hospitalized. She also reported feeling nauseous and faint prior to being hospitalized. She stated the emergency medical services was called and it was found that her insulin pump was not clipped all the way in. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 500 mg/dl. The customer stated she was not treated in the hospital. The customer's daughter treated her high blood glucose. No additional information provided.